Event description:
It was reported that the high voltage impedance had decreased to 20 ohms. There were two alerts for impedance being less than 20 ohms between 3 months in 2009. During a follow-up, when the physician attempted to deliver a shock manually, a warning message noted that the shock could not be delivered, due to a short circuit. A bend in the svc coil and insulation damage were noted. Lead replacement was scheduled.

Manufacturer narrative:
Na